Event description:
Since having essure birth control implanted, I have started to have a lot of health issues, including extremely heavy periods, migraines, fatigue, cramping, back pain, passing very large clots, and weight gain.